Event description:
Reported per clinical trial (B)(4): (B)(6) 2013 - subject patient underwent first time recurrent open ventral peri-umbilical hernia repair, during which a bard/davol ventralex hernia patch (device #1) was implanted. Fascia and full skin closure was achieved using staples. The patient was discharged on the same day. B)(6) 2015 - subject patient was diagnosed with ¿recurrent incisional ventral hernia (upper midline)¿. (This ae was assessed as not being related to the previously implanted mesh device). (B)(6) 2015 - subject patient underwent open midline peri-umbilical hernia repair, during which bard/davol ventrio mesh (device #2) was implanted; fascia and full skin closure was achieved. The patient was discharged on the same day. (B)(6) 2018 - subject patient was diagnosed with ¿recurrent chronically incarcerated ventral hernia¿. (B)(6) 2018 - CT scan was performed and confirmed hernia recurrence; patient was also diagnosed with partial small bowel obstruction. (B)() 2018 - subject patient underwent open ventral peri-umbilical repair for hernia recurrence and partial small bowel obstruction, during which both the meshes were explanted. Patient discharged from the hospital on (B)(6) 2018. Per the study clinician, the reported adverse event hernia recurrence and the partial small bowel obstruction was possibly related to both of the study devices and possibly related to the index procedures. The outcome for this ae is reported as recovered/resolved.

Manufacturer narrative:
As reported, 30 months post-implant of bard/davol ventrio mesh, the patient was diagnosed with an incarcerated hernia with partial small bowel obstruction and underwent surgical intervention which included mesh removal. As reported the ae has resolved. The clinician has assessed the patient¿s postoperative course as being "possibly" related to the study device and possibly to the procedure, however, based on the information provided, no conclusions can be made. Hernia recurrence is a known inherent risk of hernia repair surgery. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Review of manufacturing records confirms product was manufactured to specification. This MDR reports the ventrio mesh (device #2), and additional MDR will be submitted to report ventralex hernia patch (device #1) not returned - mesh explanted.